Event description:
The customer reported that the insulin pump alarmed button error and was unable to turn off. The caller stated that she was lying by the pool and it may have got sweaty. Advised the caller to discontinue the use of the device and revert to a back-up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.